Manufacturer narrative:
The report of an over infusion was not confirmed. However, based on the photo provided by the customer, an over infusion is likely to have occurred. The pcu event log contained no obvious programming errors that would result in the reported event and exhibited the same results as reported from the customer¿s own review of the log. The pump module is only designed to accommodate one infusion set. Extraneous objects present inside the pump module when the door is closed can prevent the mechanism occluders from pinching off the pumping segment completely, thereby allowing for uncontrolled fluid flow. The root cause of the reported over infusion was determined to be extraneous material loaded into the pump module. No device was returned for investigation. Review of the pump module s/n (B)(4) service history record showed that the device has a manufacture date of 03 january 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 16 june 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device. No devices received, log review only.

Event description:
It was reported that a 24-hour infusion of cyclosporine 250mg/250ml was programmed to run at 10.4ml/hr and started at 4:00 pm on (B)(6) 2020. During the nurse's morning assessment at 8:00 am the following day, it was noticed that the medication bag was empty and the air in the tubing reached the patient side. The nurse stated that there was no air-in-line alarm observed. Upon inspection of the pump, it was observed that what appeared to be an extra tubing set was caught in the door of the pump. The door was opened and it was confirmed that the other tubing was inside the pump, behind the cyclosporine tubing. The event occurred in the leukemia bone marrow transplant unit. There was no patient impact. Per customer's log analysis of the event, the pump was programmed on (B)(6) 2020 at 3:57:35 pm. The volume infused was cleared at 6:00:50 pm after infusing 21.3ml. It was then found that the device produced air-in-line (ail) alarm at 12:20:13 am and infusion was restarted at 12:22:55 am. The pump was stopped at 5:04:24 am and restarted again at 5:06:51 am. An occlusion alarm occurred at 8:13:53 am, the infusion was restarted, but it was turned off after infusing 0.61ml more at 8:17:46 am. The total volume infused at that time was 169.208ml. The pump was reprogrammed with volume to be infused of 80.792ml to run at 10.4167ml/hr and started infusing at 11:16:42 am. The infusion was interrupted because the door was opened at 11:16:56 am. The pump was turned off and detached from the pc unit. The pump infused only 0.036ml until it was stopped and the total volume infused to the patient was 169.244ml. It was further reported that the issue was reproduced using the tubing set and the incident pump module. The infusion system was received by their biomed shop in an as-is state at the time of the incident with the tubing looped inside of the pump module in a manner that allowed the door to be closed but may not trigger occlusion alarms. The customer provided a photo depicting this. It was then stated that an uncontrolled flow of fluids occurred in intervals until the bag was drained, which resulted in ail alarm. The same scenario was reproduced using a different lvp and tubing set and the lack of air-in-line alarm could not be explained. Upon device inspection, it was noted that the ail sensor was clean and it passed the preventive maintenance tests. The pump module passed all preventive maintenance tests with no fault found.